Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a button error alarm. The customer reported that after changing the reservoir, the reservoir compartment became cracked. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump had a cracked case on reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratches on display window, partially broken reservoir tube lip and missing reservoir tube lip o-ring.